Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent deformation occurred. The target lesion was located in the severely calcified, moderately tortuous left anterior descending coronary artery. The lesion was predilated to implant a 3.50x28mm promus element - coronary drug eluting stent. However, prior to advancing the stent delivery system, the physician noticed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent deformation occurred. The target lesion was located in the severely calcified, moderately tortuous left anterior descending coronary artery. The lesion was predilated to implant a 3.50x28mm promus element coronary drug eluting stent. However, prior to advancing the stent delivery system, the physician noticed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a promus element stent delivery system with no other devices. A visual and microscopic examination identified stent damage. The stent was stretched out over the tip of the device and had moved forward distally by 9mm. The stent was severely damaged, causing some struts to be raised up. The tip of the device was damaged (jagged like edges). The balloon of the device was visually and microscopically examined and no issues was noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).